Manufacturer narrative:
(B)(4). Investigation summary: four samples were received for evaluation. They came in two separate plastic bags, two samples in each bag. Each bag is labeled with the catalog#, lot#, quantity, and defects. 1st plastic bag indicates black spots, damaged broken". The second plastic bag indicates the same defects. A visual inspection was performed. One in each bag has black specks embedded in the barrel. The other two samples have one damaged plunger rod ribs and a damaged barrel. The photos show defects like the ones observed in the samples. During the inspection of the samples received, no white dots were observed. The inspection was performed using a 10x magnifier lens. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: this is the 1st complaint for lot # 9056797 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: the potential root cause of the black specks embedded in the barrel wall can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. The damaged parts can be induced by a jam in the assembly process where the plunger rod-rubber stopper is assembled to the barrel. Inspections at the molding and assembly processes have special attention to these defects. During the accountability meeting, the production coordinator addressed the complaints. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd¿ luer-lok syringes had issues with cracked barrels, foreign matter, and missing scale markings. All defects were found prior to use in lot# 9056797. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "it was reported that syringes were found to have cracked barrels, foreign matter, missing graduation markings and defective stoppers." "The purpose of this email is to let you know the syringes defects for this past month, may 2020."